Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during the diagnostic procedure, when they turned the evis exera iii xenon light source on and ignited the main lamp, the spare lamp came on. The customer replaced the xenon lamp. There were no reports of patient harm.

Manufacturer narrative:
Correction: e2, e3 were inadvertently left off of the initial report. H6 type of investigation in the initial coded "10", which was an error. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the issues is caused from a failure of the following parts from the explanation when the xenon lamp does not light, as outlined in the service manual: ·thermo switches ·main board ·lamp house ·xenon lamp ·ignitor ·dengen u a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.